Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level had been as low as 44mg/dl. The customer treated the low with food. The customer attributes the lows to having gone on a walk. The customer's most current level was 65mg/dl. The customer states they had received meter blood glucose now alert. The customer was advised to turn sensor off, stabilize blood glucose levels, and then turns the sensor on. The customer was advised to monitor the device.